Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the lung during a laparoscopic video assisted thoracoscopic lobectomy, the surgeon was able to press the green button but the stapler could not be fired. Another stapler was used. There was no patient injury.